Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The serial number provided is not the actual serial number, but is a reference number used by medtronic. The actual serial number is not known at this time. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that there was inappropriate pacing, decreased impedance, and no sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.